Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was sitting down for dinner and received one inappropriate shock. Prior to dinner, the patient was wakeboarding and performing aggressive weightlifting. Technical services reviewed the stored episode and found there was double counting of t-waves due to really poor r-waves and poor r to t wave ratio. Technical services discussed troubleshooting options and physician discretion for x-rays. At this time, the system remains in service. No adverse patient effects were reported.